Manufacturer narrative:
Age, weight and ethnicity: not applicable as there was no patient contact. If implanted, give date: not applicable, as there is no patient contact. If explanted, give date: not applicable, as there is no patient contact. Initial reporter: telephone number: (B)(6). The device was not returned for evaluation as the lens is discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the dcb00 intraocular lens (iol) was cracked. There was no patient contact with the product. The device was discarded at the site by the customer. No additional information received.